Event description:
The customer reported that the images were very dark and unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The c-arm and workstation connector cable was replaced during service. The system was tested and found to be working as intended and put back into service.